Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components of device system: model number/ catalog number: 72400024, batch/ lot number: 888730011, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, batch/ lot number: 886864018, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced pain and recurring incontinence from cuff after robotic-assisted laparoscopic prostatectomy due to the patient being radiated after the discovery of prostate cancer. Catheter was placed for the urethra to heal over it. A patient outcome of fully recovered was reported.